Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 531 mg/dl at the time of incident and then went down to 514 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned any symptoms such as nausea, dizzy and thirsty related to high blood glucose event. Customer was not alleging insulin pump was under delivering. Customer stated that the drive support cap appears to be normal. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.